Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the blade was not cutting and the ratchet needed checked. Event occurred during surgery. There was a delay of 16-30 mins. No harm to patient. There was no additional unplanned graft harvested from patient. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the comb was out of shape, bottom roller worn, handle had no lubrication, and grub screw missing from handle. The comb, roller, screw were replaced and handle lubricated and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed.